Manufacturer narrative:
The product has not been returned to the manufacturing site. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been 3 other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, when inserting the lens the physician noticed that the compay d cartridge has crack. The tech states he is unsure if it was already cracked or the cartridge itself cracked it.

Manufacturer narrative:
A photo was provided of a company cartridge being held by gloved hands. The cartridge view is from the bottom. There appears to be ophthalmic viscosurgical devices (ovd) in the cartridge. A white area is observed in the tip which may denote an aneurysm. The magnification of the photo does not allow for a determination of damage. The lens model/diopter and handpiece used were not provided. It is unknown if qualified products were used. An company viscoelastic was indicated. The product investigation could not identify a root cause for the reported damage. Per the instruction for use (IFU): the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).